Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was advised to remove the cannula from his body and allow the nurse to control the readings. The customer's nurse was advised to let customer's father know if we could troubleshoot the pump for high blood glucose. The customer's nurse elected to inform the client and could not troubleshoot the pump due to patient being non-coherent.